Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was displaying ¿programmer lost communication with analyzer¿ message. The company representative swapped the analyzers and the issue was resolved. The programmer was restored to service. There was no patient involvement.